Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke off screw head while tightening into xtend metaglene component. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary:no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR analysis of the batch 5281266 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. 179 parts were manufactured in n(B)(4) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.